Manufacturer narrative:
G6: follow up #1, h6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During inspection, the user found that one side of light source was weak and changed another scope to use. This event occurred at the time of during inspection. There was no report of patient harm.